Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-10494, related manufacturer reference number: 2017865-2020-10496. It was reported that the patient presented with an unspecified infection. The whole system including the pacemaker, the right atrial (ra) and right ventricle (rv) leads were explanted and replaced on (B)(6) 2020. Patient condition was not reported.

Event description:
New information received notes there were no consequences to the patient.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Analysis was normal. No anomalies were found.